Event description:
Patient has limited range of motion post-operatively. The patient had pneumonia post surgery and did not do therapy for awhile as a result. Manipulation occurred but did not restore range of motion. Revision surgery is planned to debride scar tissue, wash out the joint, and exchange the poly inserts.

Manufacturer narrative:
Patient has limited range of motion post-operatively. The patient had pneumonia post surgery and did not do therapy for awhile as a result. Manipulation occurred but did not restore range of motion. Revision surgery is planned to debride scar tissue, wash out the joint, and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.